Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-41, lot # va0av8e, implanted: (B)(6) 2013, product type lead product ID 3889-41, lot # va0av8e, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy. The patient had the device to help with bladder spasm and getting up at night. Before she got the device, they thought she had kidney stones. Her health care professional had her turn it off and back on several times so she would know how it felt with stimulation on and off. She got like a sharp pain if it was not working. She normally felt stim from time to time, feeling it made her comfortable. At the time of report, the patient did not feel stimulation, she felt it stop. During the day, she noticed an increase in frequency. The patient was on program 4 at 2.0v. She normally leaves it on one setting. She also wanted to know if the wire could migrate. There was symptom return. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, the event will be updated. Additional information received from the consumer reported that she met with a nurse and she ran some diagnostics. The battery and unit were both working well, however, one lead was broken and the patient was not feeling sensations from the other three. The patient was sent for x rays. The patient was instructed to turn the unit off until further notice. It was clarified that the patient's return of symptoms involved a minor increase in frequency and no real pain, just a small amount of discomfort.